Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se found that the power and communications cable was not making good contact. Therefore, it was replaced with a new syringe driver power and communications cable. Afterwards, all device testing was completed successfully.

Event description:
It was reported that the syringe driver on the metra was not operating. The driver was moving manually without issues, but the automatic operation had stopped working. The device was also presenting without alarm 270 (syringes need replacement).

Manufacturer narrative:
Additional information by the supplier was provided. The root cause could not be identified.

Event description:
It was reported that the syringe driver on the metra was not operating. The driver was moving manually without issues, but the automatic operation had stopped working. The device was also presenting without alarm 270 (syringes need replacement).